Event description:
A peritoneal dialysis (pd) nurse reported a patient was diagnosed with peritonitis. The nurse reported the patient was nauseated and vomited prior to treatment but attempted pd on the cycler and cycler cassette. The patient was unable to complete dialysis and his spouse took the patient to the hospital on an unknown date. It is unknown whether or not the patient was admitted, or for what length of time. The pd nurse reported the patient's infection had nothing to do with the cycler. As of (B)(4) 2015, the patient continues to use continuous cycler -assisted peritoneal dialysis (ccpd) therapy without any further issues. No further information was shared regarding this patient.

Manufacturer narrative:
This report is being submitted as a part of a system level which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.